Manufacturer narrative:
Concomitant medical products: product ID, 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 05-nov-2014, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 25-aug-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia and cervical/neck. The patient reported that the electrodes on her device from 2010 on her right side broke in half in 2015. The patient noted that insurance won¿t pay to get them replaced. The patient reported that those electrodes are just under her skin, not in the spinal cord. No further complications were reported.